Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An office manager reported an intraocular lens (iol) that was implanted approximately one year ago has been removed from the eye. Additional information was provided that the patient was having issue and the patient moved to another state when the iol was removed from the eye.

Event description:
Additional information was provided indicating that the patient experienced poor vision and recurrent iritis. The iol was replaced with a different lens model.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).